Manufacturer narrative:
(B)(4).

Event description:
It was reported that during in-clinic follow-up, the lead was found to have inappropriate sensing and loss of capture. X-ray revealed the device header facing the opposite direction to what was seen on the original post-op x-ray, and lead was hanging straight in the inferior vena cava/right atrium. Upon opening the pocket, lead was found curled up on top of the device. Twiddlers syndrome was suspected. It was also noted that the lead could not be retracted. The lead was explanted and replaced with no issue. The device was connected with new lead and inserted into medtronic tyrx and a new deeper pocket was created. Patient was stable during and post procedure.

Manufacturer narrative:
Correction: manufacturer report 2938836-2016-12645, should not have been reported as a medical device report (MDR) as this product is ous unique and is not distributed in us.